Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs received indicated that the drug in the pump as of (B)(6) 2018 was baclofen sun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 200 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had withdrawal symptoms like cold sweat, trembling, and strong spasticity starting a couple of weeks ago from (B)(6) 2018. The pump showed no alarms and the patient denied incidental events that may have led or contributed to the issue. The daily dose had been increased from 200 to 250 mcg/day without success and the patient had continued withdrawal symptoms. On (B)(6) 2018 the catheter (originally implanted in (B)(6) 2017) was revised. It was noted that around the connector, clear liquid was seen. It was not to be established whether it was ¿liquor¿ or drug. It was indicated that there was no visible leakage. The pump connector was removed with a pliers from the pump and destroyed in the procedure and the catheter was also cut several times during the explantation. It was noted that it was a new nurse that tried to remove the connector from the pump. It was indicated that the catheter would be returned. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient¿s medical history, weight, and age were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Analysis identified no anomalies. If information is provided in the future, a supplemental report will be issued.